Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested data analysis of this pacemaker. Data analysis provided power consumption was stable at this time. Technical services advised the expected remaining longevity is four and a half years. Subsequently, additional information provided the physician observed premature battery depletion and chose to explant this pacemaker at this time. Another pacemaker was implanted to complete this procedure. Additional information provided this pacemaker was explanted prophylactically. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. This device passed all returned product testing. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested data analysis of this pacemaker. Data analysis provided power consumption was stable at this time. Technical services advised the expected remaining longevity is four and a half years. Subsequently, additional information provided the physician observed premature battery depletion and chose to explant this pacemaker at this time. Another pacemaker was implanted to complete this procedure. Additional information provided this pacemaker was explanted prophylactically. This pacemaker has been returned and analysis completed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested data analysis of this pacemaker. Data analysis provided power consumption was stable at this time. Technical services advised the expected remaining longevity is four and a half years. Subsequently, additional information provided the physician observed premature battery depletion and chose to explant this pacemaker at this time. Another pacemaker was implanted to complete this procedure. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.